Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that they spoke with the doctor and discussed the potential for a primary cell for the patient if the overdischarge recovery wasn't possible.

Event description:
Additional information received from the manufacturer representative (rep) reported that there was a suspected over discharge. It was stated that the factors that led to the reported issue was non-compliance. It was noted the patient was a no show for an appointment, but they had an appointment for (B)(6) 2016. The status of the patient at the time of the report was alive-no injury. The issue wasn't resolved at the time of the report either. It was noted that no surgical intervention was planned at this time. It was further reported that the patient met the rep at the doctor's office and an over discharge was confirmed. The rep started a physician recharge mode (prm).

Event description:
Additional information received from the manufacturer representative (rep) reported that a physician recharge was performed. The patient was able to charge their device. It was stated the overdischarge had been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient elected for a non-rechargeable battery replacement and would be replaced on (B)(6) 2016. The rep/circulator was to tag the battery to be returned to the manufacturer. The patient wanted the battery to be diagnosed/checked and a report sent to the doctor.

Event description:
Additional information received from the rep indicated that the patient was met at post op and was doing very well. They needed no reprogramming and loved not having to charge the implantable neurostimulator (ins).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be submitted once analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported a loss of stimulation. The patient stated nothing worked-the implant, recharger, or patient programmer. Relevant medical history included peripheral neuropathy and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the stim ins battery was at eos due to three overdischarges. The adaptive stim feature on the ins was tested at the settings the ins had when it was received and no issues were noted. A lab functional test determined that no output was observed on any electrode pair. Once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs. After {1} pmr(s), the ins recharged normally. Analysis found the ins had reduced capacity due to {3} overdischarge(s). The overdischarge along with the amount of time the device was not used damaged the battery causing a rapid discharge the ins did not sync with a {ultra//sensor//activa dbs} patient programmer. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.